Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that the blade broke at the mount during an foot/ankle surgical procedure. It was further reported that there was a 1-2 min delay to retrieve new blade. It was also reported that there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.